Manufacturer narrative:
(B)(4). Date sent: 11/23/2020 d4: batch #u93p5j the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing. No issues were noted with opening and closing of the jaws. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. There were no anomalies noted with the functionality of the device. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unknown. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: the surgeon inserted the device via the trocar and approach the tissue, but he was not able to open the jaw. He removed the device with closed jaw and opened it manually outside of surgery side. There was no problem for the patient.

Event description:
It was reported during an unknown procedure, the jaws became not to open during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.